Manufacturer narrative:
Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the cause for the non-functioning leaflet and resulting cai could not be determined with the available information. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/ conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in belgium, post implant of a 20mm sapien 3 valve within a 21mm non-edwards surgical valve, the echo showed valve regurgitation. Troubleshooting was performed with the pigtail and the wire, however, the restricted leaflet and cai remained. At last report, the patient required diuretics and was oxygen dependent.

Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. Cine and echo imagery was returned for evaluation and revealed the following: the balloon appeared to be fully inflated to deploy the valve; the valve appeared to be well positioned inside the non-edwards surgical valve; the outflow side of the valve appears to be fully expanded; waist was noted at the middle section of the valve where it was contacting with the base of the non-edwards surgical valve; central leakage was observed. The flow of the leak was biased toward one side, indicating one of the leaflets may have been frozen; back flow was observed during diastole, where the aortic valve should be closed, indicating there was central leakage. The CT scan imagery was not available for evaluation. Therefore, a 360 degree view could not be obtained, and the presence of calcification (which may cause pinching to the valve and prevent it from fully expanding) could not be assessed. The complaints of ¿leaflet ¿ motion restricted-in patient¿ and ¿valve ¿ regurgitation-central leak were confirmed based on the review of returned imagery. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or nonfunctioning leaflet. Based on historical review of complaints, these events are typically a result of leaflet impingement due to guidewire, leaflet impingement in a calcified valve, under expanded valve due to interference of calcification, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Per the IFU, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The aforementioned patient and/or procedural factors can all contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central aortic insufficiency. In the cine and echo imagery, although the valve was well seated inside the non-edwards surgical valve, a waist was observed at the middle section of the valve. As the valve is required to be fully expanded for proper function, the under expanded valve may have restricted the motion of the leaflets and led to the reported abnormal coaptation and central regurgitation. Also, it is possible that the leaflet was impinged by calcium, in which case the motion of the leaflet could have been restricted, leading to the central regurgitation as reported in the complaint event. However, without the CT scan imagery, the condition of patient anatomy such as calcification could not be assessed. As a result, the suggested root causes (under expanded valve and leaflet impingement by calcification) could not be confirmed. During manufacturing, the frame components are 100 percent visually and dimensionally inspected by manufacturing and quality. Leaflet components undergo leaf thickness measurements, die cut leaflets are visually and dimensionally inspected on a sampling basis, and die cut leaflets are 100 percent visually inspected for mechanical defects. All sapien 3 valves are 100 percent visually inspected for defects and 100 percent tested for proper coaptation under physiological backpressure conditions. Prior to final packaging, 100 percent visual inspection is performed to ensure there was no damage to the valve from handling. These manufacturing inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. Since no product non-conformances or labeling/IFU/training deficiencies were identified, fmea assessments were not required. The complaints of ¿leaflet ¿ motion restricted-in patient¿ and ¿valve ¿ regurgitation-central leak were confirmed, but no manufacturing non-conformances were identified during evaluation. There is insufficient information to determine the root cause at this time. A review of the DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. Since no labeling or IFU/training inadequacies were identified and review of the complaint history revealed that the occurrence rate did not exceed the december 2017 control limits for applicable trend categories, no corrective or preventative action is required at this time.

Manufacturer narrative:
The leaflet worked after troubleshooting was performed with the pigtail and the wire. The additional information does not change the results of the investigation.

Manufacturer narrative:
Additional information was received. The leaflet worked after troubleshooting was performed with the pigtail and the wire. As the non-functioning leaflet and resulting cai was resolved with routine troubleshooting and additional intervention was not required, it is not considered a serious injury and therefore not MDR reportable. A corrected supplemental is being submitted.